Event description:
Related manufacturer reference number: 2017865-2022-01352. It was reported that a patient presented in-clinic for a surgical intervention procedure. Prior examination of the patient's right atrial (ra) and right ventricular (rv) leads revealed that the ra lead exhibited low pacing impedance, and that the rv lead exhibited high pacing impedance and high capture thresholds. Both leads remained implanted and an additional system was implanted to resolve the reported malfunctions. This intervention was performed on (B)(6) 2022. The patient was stable and no additional patient consequences were reported.